Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no reported impact to the customer's blood glucose level. The customer arranged for the return of the device and received a replacement pump.